Manufacturer narrative:
Analysis of the pump identified no anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the therapy stopped helping back in (B)(6) 2019. The patient was not loose at all. It was noted the healthcare provider (hcp) kept increasing the patient¿s pump over the summer. They increased 10% and ¿they were like something was wrong.¿ it was noted ¿they thought of interrogate the catheter but then the whole thing alarmed and shut down.¿ the pump alarm went off and it started up again, and went off and started up again. It started alarming in (B)(6) 2019. It was reported they said the patient must have been by an MRI machine, but she was not. They did not explain why the pump malfunctioned and replaced it on (B)(6) 2019. The event date was (B)(6) 2019 (month and year valid). It was noted the patient had the same medication as with the current pump but had a higher dose and the patient was responding well. They lowered the dose because she was so loose. The reporter was inquiring about the results of analysis of the pump and was redirected to the hcp. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated there was a three hour pump stall and the patient had increased spasticity. The patient recovered without sequela. The pump was received for analysis. It was noted the patient was receiving intrathecal lioresal 500 mcg/ml at 142 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 500mcg/ml baclofen at 142mcg/day via an implantable infusion pump for cerebral palsy. It was reported that the pump had stalled for 3 hours, and had stalled in (B)(6) or (B)(6) of 2019 as well. The patient was admitted to the hospital and the device was explanted. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2020-feb-25. It was reported that there was fluid in the pocket at the patient's last replacement in (B)(6) 2019.